Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "pt fell out of bed and the c-taper head became disassociated from the bipolar head. Pt was brought to the hosp. The pt was operated on. The c-taper head and bipolar head were removed, and were replaced with a +5 c-taper neck adjustment sleeve and a 50 mm unitrax endoprosthesis head component. Pt was stable after revision."